Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed scratched lens. The tamper seal was not broken. There was no evidence to review in the device's event history log. An accuracy test was performed and the reported issue was duplicated. The pump was found to be over delivering to the manufacturing specifications of +/-3%. As a result, the expulsor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. A1 updated, b3 unknown, d3, g1, and g2 email is: (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the pump had a failed flow accuracy test. Three times during testing over infusing. No adverse patient effects were reported by the customer.